Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the ischemia issue was not determined since the product was not returned and insufficient clinical details provided. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male admitted with a st elevation myocardial infarction/cardiogenic shock had an impella cp inserted for support. During support, the patient developed limb ischemia on the impella-accessed limb. The team placed a reperfusion catheter for flow to the limb. The team then made a choice to explant the impella device.